Event description:
Caller reported a cartridge alarm 20 issue. The customer's blood glucose level was displayed as "high," and a correction bolus was administered via the pump. Tandem technical support arranged for a replacement pump with updated software to be sent to the customer. Additionally, instructions on handling the replacement process and storing the problematic pump were provided and acknowledged by the caller.